Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt symptomatic. Upon interrogation, the right ventricular lead exhibited loss of capture. The lead was capped and replaced. The patient was excellent post operation.